Event description:
During administration of intravenous antibiotics the small blue lumen of the line had sheared off part way down the line and had been clamped with an umbilical clamp. Details of injury to pt: injection. Action taken by facility: staff investigated infection risks to the pt as well as risk of air emboli, trust policy for care and protection of central venous catheters checked. Nice website checked for guidance. Infection control contacted.

Manufacturer narrative:
(B)(4) infection is not listed in the instructions for use. (B)(4) separates is not specifically listed in the instructions for use. Quality control does a 100% verification that all catheter lumens are open and not occluded and that catheter surface is free of damage and excessive imperfections. In addition, there is a 100% verification that each extension, main catheter shaft, and if specified, strain relief tubing are securely molded to manifold without voids or cracks. An IFU exists which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Design verification and validation activities have been performed. The complaint device was not returned for examination, thus we cannot determine the exact location or cause of the separation. Based on the type of usage, it is hypothesized that the product was exposed to forces beyond its intended design. A preventive action has been issued in an effort to alleviate/reduce the occurrence of this failure mode. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. A CAPA is in process that addresses this failure mode.